Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's latch sensor is defective. There was unknown patient involvement.

Manufacturer narrative:
D9: device return date "20-sep-2024". H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The latch lock sensor was replaced to resolve the latch lock sensing issue. Following the sensor replacement, review of the event history log found error code 43982, and during testing the pump kept giving error code 43982. The printed wire assembly and downstream occlusion sensor were replaced to resolve this issue. The pump passed all testing following the repairs.